Event description:
A (B)(6) year old male was admitted on (B)(6) 2013, for placement of a peg tube which was done successfully. A few hours following the procedure the pt experienced pain with medication administration. A fluoroscopic examination was done with injection of contrast media. This revealed there was extravasation and it was determined that the balloon had failed and had become intraperitoneal. Pt was brought to the operating room where a laparoscopic gastrostomy was performed with replacement of the gastrostomy tube to the same location.